Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that the insulin pump would not stop beeping. The customer also reported their blood glucose declined to 32 mg/dl overnight. The customer reported receiving a check glucose alarm. It was also found the customer was unable to view the insulin pump's display. The customer declined to troubleshoot for the insulin pump for their low blood glucose. The customer declined to return the insulin pump for analysis.